Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, as well as corrections to e2, e3, and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the device not powering on properly was unable to be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the device did not turn on normally due to a power switch malfunction. The scope connector alignment failed and the light connector was loose due to a worn socket. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus, that the video system center turned on for 1 second then off after the power button was pushed. The problem was observed during preparation for an unspecified diagnostic procedure. The device problem did not delay the procedure which was completed with a similar device. There were no reports of patient harm associated with the event.